Event description:
It was reported that the patient¿s charger and programmer were gone. They were lost or stolen. The patient could not touch around the implantable neurostimulator (ins) for the past seven months as it was painful. The patient did not fall or have any trauma. The patient had gone to the ER and they touched the ins and said that their heart beat rose when they did. The patient was given antibiotics. The buckle of their seatbelt had jabbed him in the back but could not remember when. The patient had not been able to run for seven months. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).